Event description:
It was reported that a spectrum pump had an issue of turn off when is disconnected from the wall during device power up in the maternity department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was received for evaluation. During functional testing, turn off when disconnected from the wall was reproduced. The unit was connected to the ac power source, and it does not charge the battery properly, causing that the battery drains its voltage and also causing that the unit turn off unexpectedly when tested in battery mode. A review of event history log revealed improper shutdown message. The unit was tested with a new ac power adapter, and it was able to charge the battery properly, and when it was tested on battery mode it was able to still "on" and without improper shutdown message. The reported condition was verified. The cause of the condition was determined to be defective ac power adapter. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.